Event description:
This report is to advise of an event observed during analysis revealing a tear in the catheter shaft.

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 2 and 3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Evidence of fluid ingress into the catheter shaft between electrodes 1 and 2 was noted. Further investigation revealed a tear in the shaft material between electrodes 1 and 2, consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the shaft material remains unknown.